Manufacturer narrative:
(B)(4). Describe event or problem - additional. If follow up, what type?: additional information.

Event description:
The receiver (part number stk-dr-001/serial number (B)(4)/lot number 5208004) being used at the time of death was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and there was no failure detected. The receiver log was reviewed and no errors were observed. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5208652) being used with the receiver was also returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed and there was no failure detected. There was no alleged malfunction to the devices.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report patient's death that occurred on (B)(6) 2016. On (B)(6) 2016, patient's son took him to the hospital for a check-up regarding flu-like symptoms. After the check-up, the patient was admitted to the hospital for more follow-up. Patient was deemed to need a long-term facility and was transferred to another hospital on (B)(6) 2016. Patient passed away on (B)(6) 2016 from natural causes. Additionally, it was reported that the patient was wearing the cgm device at the time of check-in but not for the duration of his hospital stay. There was no alleged device malfunction. A certificate of death was not provided. Additional event or patient information is not available.